Manufacturer narrative:
Device not yet evaluated by manufacturer.

Event description:
The catheter cannot be plugged into the pso-ec20 extension cable.

Manufacturer narrative:
According to sophysa in-house process, the parenchymal probe has been analyzed by the quality control laboratory. The sight shows that the catheter is clean (not implanted). The connection pins are not in the axis of the dongle shell, a little deviation is visible. This deviation explains the connection problems. According to our functional tests, the catheter doesn't meet its specifications due to connection pins defect. This defect is probably due to a manufacturing error. A corrective action is in progress to deal with this connection problem.

Event description:
The catheter could not be plugged into the catheter extension cable (catheter not implanted).